Event description:
It was reported that when set it on the handpiece and rotated it, the bur tip came off. No patient impact reported. It was reported that there was no intervention performed and procedure completed with back products and the procedure was craniotomy tumorectomy. Additional information regarding the event was being followed-up. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the tip of tool (burr) detached/broke off from end of stem. The likely cause was identified as it seems that the burr was not seating right in the attachment or the bearings failed on it causing it to break off/ fall out of attachment/ attached handpiece it was in. It was also noted there seems to be some minor discoloration/ corrosion/ rust too on the burr. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.